Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2014, inratio: 2.3, lab greater than 20 (x2). Time between tests: unk. Therapeutic range: unk. Mr. (B)(6) was to call back on behalf of the patient self tester as information become available. Technical services was not able to reach the customer.